Event description:
Device returned to MFR from foreign reporter stating "rotor stall at home". "Pt complication" was denied. No additional info was provided regarding pt status and outcome. Implant date is unk.